Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as red, itchy and puss-filled skin under the rear therapy electrodes. The patient consulted a physician, who provided a steroid cream. Follow-up indicated that the irritation had healed.